Event description:
It was originally reported that patient¿s implant had been dead since september. It was noted that the representative would be meeting with the patient the following week to resolve the overdischarged state. It was reported that the reason for overdischarge was that patient had recently moved, and the recharger had been temporarily misplaced. Patient had found recharger, but was unable to communicate with their implant. Additional information reported that the representative would be meeting with the patient the following day. Additional information received reported the patient cancelled their appointment. The reporter stated they attempted to contact the patient, but they have heard nothing from them. It was later reported on (B)(6) 2014 that there was a communication problem. The problems with recharge coupling were primary reason for ins overdischarge. The last successful recharging session and the last time stimulation was felt was over 12 months ago. The patient was on her 3rd physician mode recharge (pmr) and was wondering if the battery is recoverable at this point. The company representative was going to stay with the patient until cleared. On (B)(6) 2014 it was also reported that there were telemetry issues. The patient has gone through 6 pmrs and the normal charging screen still did not show. The patient always thought she needed reprogramming due to the stimulation felt in the right leg as opposed to the left. Event date was noted to be over a year ago. The company representative reported on (B)(6) 2014 that an overdischarge was confirmed. The device was reset and the patient charged to ¾ full. The patient¿s health care provider (hcp) reported on (B)(6) 2014 that the battery was not charging. The patient did not charge the unit for over 12 months. Recharging was attempted on 03/14/2014 for 8hrs without success, it did not turn on. The battery was depleted. Revision was advised. The patient was scheduled with a neurosurgeon for consultation and possible explant/replacement. Patient outcome was noted as no injury and hospitalization was not required.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).